Event description:
The customer reported that during a routine check of the unit prior to use on a patient, the unit started smoking. The pt was switched to another unit and monitoring was initiated. No pt injury was reported.